Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain/ chronic') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, myalgia, chronic sinusitis, perineal pain and nabothian cyst. Concurrent conditions included hypothyroidism, low back pain, weight gain, depression, multigravida, hyperprolactinemia, headache, nausea, vomiting, dizziness, coccyx pain and eczema. Concomitant products included ibuprofen and naproxen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("autoimmune disorder: hypothyroidism"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems uti, vaginal infect., vaginal discharge"), vaginal discharge ("bladder/urinary problems uti, vaginal infect., vaginal discharge"), vaginal infection ("bladder/urinary problems uti, vaginal infect., vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and complication of device removal ("complication during removal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue and vaginal haemorrhage had resolved and the hypothyroidism, abdominal pain lower and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, autoimmune, uti, vaginal infection, vaginal discharge, fatigue essure coils successfully loaded bilaterally with 1 coil loop visible protruding from right ostia and 3 from left ostia discrepancy noted insertion date: (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, fatigue, hypothyroidism, pelvic pain, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and medical records received: lot number added. Reporter information, medical history and concomitant drug was added. New events "abnormal bleeding (vaginal), lower abdominal pain and complication of device removal were added. Event autoimmune disorder updated to hypothyroidism. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain / chronic') in an adult female patient who had essure (batch no: 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, myalgia, chronic sinusitis, perineal pain and nabothian cyst. Concurrent conditions included hypothyroidism, low back pain, weight gain, depression, multigravida, hyperprolactinemia, headache, nausea, vomiting, dizziness, coccyx pain and eczema. Concomitant products included ibuprofen and naproxen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism ("autoimmune disorder: hypothyroidism"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder / urinary problems uti, vaginal infect., vaginal discharge"), vaginal discharge ("bladder / urinary problems uti, vaginal infect., vaginal discharge"), vaginal infection ("bladder / urinary problems uti, vaginal infect., vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and complication of device removal ("complication during removal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue and vaginal haemorrhage had resolved and the autoimmune hypothyroidism, abdominal pain lower and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune hypothyroidism, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, autoimmune, uti, vaginal infection, vaginal discharge, fatigue essure coils successfully loaded bilaterally with 1 coil loop visible protruding from right ostia and 3 from left ostia discrepancy noted insertion date:on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010: essure confirmation test(s) (unspecified) total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, fatigue, hypothyroidism, pelvic pain, dysmenorrhea, menorrhagia. Lot number: 675112, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain/ chronic') and autoimmune disorder ('autoimmune') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems uti, vaginal infect., vaginal discharge"), vaginal discharge ("bladder/urinary problems uti, vaginal infect., vaginal discharge"), vaginal infection ("bladder/urinary problems uti, vaginal infect., vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection and fatigue had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, autoimmune, uti, vaginal infection, vaginal discharge, fatigue diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, autoimmune, uti, vaginal infection, vaginal discharge, fatigue were added. Updated outcome of events pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, uti, vaginal infection, vaginal discharge, fatigue to recovered/resolved. Date of insertion and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.